Event description:
A mediport was placed in (B)(6). Fifteen days later she went for treatment and they could not get blood from the port. A chest x-ray (cxr) was done which showed the catheter to be fractured with the distal catheter in the heart, proximal catheter was attached to the port base. Radiologist performed a venous intervention and snared the catheter. The surgeon removed the proximal end and the base. The patient was not harmed by the events, but did need the procedures described above and additional surgery to re-insert another port.